Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller reports neonate patient reportedly received result of 56 mg/dl on the performa system and result of 42 mg/dl measured with serum in the lab. No actions taken based on device results. No adverse event reported. Requested return of suspect device.